Event description:
Flexible cryoprobe 1.1 mm, 1.15 m length lot # w4465348 - product failed while inserted into bronchoscopy channel and patient. Attempting to freeze with pedal and extremely loud explosive failure occurred at site of where cryoprobe attaches to white tube. Device in the operators hand- felt explosive force, but no significant injuries sustained to hand. Operator and nearest staff member (rt), along with nurse anesthetist sustained immediate loss of hearing in ear facing the probe at the time. No apparent damage done to the bronchoscopy catheter or the patient. Patient was examined by audiology, denied any hearing loss upon awakening from anesthesia.